Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed the earth ground resistance test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and electrical safety testing using a metro qi-90 mkii analyzer without duplicating the report. Internal inspection of the device did not find any discrepancies. The device's analog board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.